Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source was user interface. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that there was leaking internally and from block. No additional information.

Event description:
Additional information was received which stated no patient was involved.

Manufacturer narrative:
Additional information was received indicating patient involvement (updated b5, h6).